Event description:
See initial report.

Manufacturer narrative:
H10: review of machine service history highlighted no other similar cases notified since unit installation in 2019. Based on the available data, and considering the results of technical intervention on the unit which was found to be working as expected and within specifications, it cannot be ruled out that the most likely root cause of the reported event was a temporary/intermittent electronic deviation. This report was due on november 30, 2023; however, due to a network disruption at livanova, the ability to submit mdrs was lost on november 19, 2023, before this report was ready to submit. The report was prepared and submitted immediately following restoration of the livanova systems.

Event description:
Livanova deutschland received a report that a s5 gas blender system gave an error message (unknown), when the unit was powered up. Once the unit was turned off and on by the customer, the error message went away. Surgery was then performed without any issue. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 gas blender system. The incident occurred in houston, texas. A livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the reported issue. Subsequent functional verification testing was completed without issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.